Event description:
Customer reportedly obtained results of 247 mg/dl, 135 mg/dl and 109 mg/dl within 10 mins on the advantage sys. Customer ate after receiving these results. No adverse event reported. No quality controls were used. Info suggests comparison performed in the home. Requested return of suspect test sys and replacement was sent.